Event description:
The patient experienced decreased stimulation since the beginning of 2009. Implantable neurostimulator therapy amplitude was increased to 8 volts. The patient had muscle contractions around his head and neck. The extension was replaced. Afterward, impedances were good and stimulation worked well. There was no patient injury associated with the event.

Manufacturer narrative:
The extension was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.